Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient had had a revision about two weeks ago where the battery was moved deeper because the patient was experiencing discomfort at the ins site. The manufacturer representative (rep) reported that the patient was experiencing difficulty recharging. The patient was having difficulty getting coupling when charging. The rep performed an antenna locate (al) with an outcome of 46 ¿ 50 and no shaded coupling bars. An al was attempted with another insr resulting in 80-82 with 0-2 bars. The rep reported that the implantable neurostimulator (ins) was too deep. The patient¿s first attempt recharging following the revision was this week. The last recharge took the patient six hours to get 75% charged. The patient had 0-2 bars. Follow-up was performed to determine the cause and what steps were taken to resolve the reported event. This event will be updated if additional information is received.

Event description:
Follow up information received from the manufacturer¿s representative reported that the patient again noted that they had trouble getting full coupling when charging. The patient was able to get 2-4 bars filled in but once they had them they had trouble maintaining them. They used tape to hold the antenna in place. It was noted that the patient was pleased with the stimulation and its coverage. Further follow up information received from the representative on jan. 16, 2017 confirmed that the patient was struggling to get coupling great than 2 boxes. An antenna locate (al) feature was used and the same issue was encountered. In addition, when the patient breathes, they lost connectivity completely. The patient used duct tape and leaned against a hard surface to get a charge which typically took 3-4 hours to get a quarter charge. It was noted that the patient injured their shoulder and required surgery. As a result the patient stated that they would rather have a non-rechargeable ins model and was working with their doctor to get a replacement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. The caller stated she was unable to connect to the neurostimulator (ins) using the patient programmer (pp) or ins recharger (insr) and she was unable to charge. The caller reported that the patient lost stimulation and was in pain. The caller was attempting to contact a healthcare professional (hcp) to get the ins replaced with a primary cell unit so the patient would not have to charge. The caller reported that the previous ins revision actually occurred because it looked like it was moving closer to the skin. The patient was to contact her hcp to address the possible overdischarge and possible ins replacement with a primary cell device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative (rep) regarding the patient. It was reported that the patient was scheduled for implantable neurostimulator (ins) replacement to a primary cell on (B)(6) 2017, but then rescheduled due to a last-minute cancellation of approval by her insurance company. The patient¿s new surgery date was (B)(6) 2017. It was also reported that the patient¿s ins was discharged and she was asked to attempt to recharge prior to replacement. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on (B)(6) 2017. The rep reported the following settings: 390 micro seconds, 20 hertz, 4.4 volts, 700 ohms which resulted in a 57-month longevity estimate. No further complications were reported/are anticipated.

Event description:
Additional information was received from the representative (rep) and the consumer regarding the patient. It was reported that the patient¿s implantable neurostimulator (ins) was replaced on (B)(6) 2017. The patient stated that the stimulation was where they needed it and was helping their chronic pain again. The issue was resolved. No further complications were reported.